Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the analog was unable to disengage from the implant. The implant was removed. Tooth location 19.

Event description:
It was identified that the bundled implant mount did not disengage from the implant.

Manufacturer narrative:
It was identified that it was not an analog that did not disengage from the implant. The bundled implant mount was the item that would not disengage. No further medwatch reports will be submitted under this MFR number for this event. This event was reported under the implant (MFR 0002023141-2020-00271-1).